Event description:
During an onsite visit by a philips clinical specialist, the customer reported that "a few months ago" a pt was found not breathing with significant bradycardia and no alarms were sounding at the bedside. At that time the monitor was checked by the hospital it/clinical engineering department.

Manufacturer narrative:
(B)(4). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.